Event description:
Healthcare professional reported a ruptured implant. The affected side and device status is unknown at this time.

Manufacturer narrative:
Continued e.1 zip code:(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction partial implant date (d6a): (B)(6) 2017. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician further reported right side "painful swollen encapsulated hard / distorted / ruptured - found perioperatively." A medical review deemed "encapsulated hard" as capsular contracture, baker grade unknown. The device has been replaced and discarded.

Manufacturer narrative:
Visual device analysis: "visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: observed biological tissue next to the device in the photos but it is a medical event not related to the device."

Event description:
Healthcare professional reported a ruptured implant. Physician has further confirmed "painful swollen encapsulated hard, distorted and ruptured device found perioperatively. The relates to the right device. Device explanted and replaced with a non-allergan device.